Event description:
It was reported that the patient came into the office with an implant crown and post and fragment of a broken screw. Portion of broken screw is still in the implant. The customer requested screw removal tools in order to retrieve the broken portion. Upon arrival of the screw and screw removal tools, the patient came in and it was noted that the implant was fractured in two places. During follow up, the doctor confirmed that the patient called in february regarding the loose screw, but was not seen until may, when they discovered the screw and implant fracture. The implant has not been removed yet. The patient has a consultation with an oral surgeon to plan the removal.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: unknown zimmer screw, lot number unknown. PMA/510(k) number not available. It is unknown at this time if the device will be returned for analysis as the implant remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The unknown zimmer implant was not returned. Therefore, visual inspection could not be performed. The investigation will be of a review of the ifus and risk management files. The product (unknown zimmer implant) was not returned and the reported event (fractured: implant) could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Also, no x-rays were provided for the reported event. Based on the evaluation device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be performed as the lot number associated with the reported unknown zimmer implant was not provided. A complaint history review for the unknown zimmer implant could not be performed as the lot/item number were unknown. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation are user error, improper patient selection. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.